Manufacturer narrative:
Device image analysis indicated average current trends were normal and voltage was at eri. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly. Longevity assessment was performed, and device exceeded projected longevity. The reported event of premature battery depletion was not confirmed.

Event description:
During an in clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.